Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right internal carotid artery. A 5.5mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During inflation, the balloon did not inflate. The device was removed and upon inspection outside the body, a pinhole was noted. The procedure was completed with a non boston scientific balloon. No patient complications were reported.